Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that person with diabetes (pwd) reported a line blocked alarm followed by sustained hyperglycemia and multiple kinked cannulas after receiving a line blocked alarm overnight. The pwd resolved the initial line blocked alarm using the current cassette but continued to experience elevated glucose despite administering a correction bolus and a subsequent meal bolus. The pwd then performed a full supply change, and the removed infusion site demonstrated a kinked cannula. The pwd completed an additional site change, and the cannula was again kinked with noted bleeding at the site. The pwd replaced the site and subsequently resumed insulin delivery without further issues. Cgm readings during the event were in the high 300s to 400 mg/dl range, with a documented value of 224 mg/dl at a later assessment. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
D4: updated. D9 - date returned to MFR: 10-apr-2026. H3 and h6 codes: updated. One sample was returned for evaluation. Review of the lot history revealed no nonconformities that could have contributed to the reported complaint. Visual inspection showed no physical damage or other anomalies. Functional testing was conducted, and no free flow was observed during the occlusion test. The customer¿s complaint of line block alarms was confirmed. The probable cause was determined to be excess solvent application during assembly.